Manufacturer narrative:
H3: the motor was returned to the manufacturer for analysis. Visual inspection shows the motor assembly was returned from the field with one of the two cables on the motor assembly cut. Unable to perform testing. Physically damaged motor assembly. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were required to be replaced. Once replaced ,. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to medtronic for analysis. Device manufacturing date is unavailable. Concomitant medical products: product ID: bi30000002, lot #: r08. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that  after delivering system to theto the site, the system was found with x drive not to be working.  Disengaged the x motor belt drive from the drive screw assembly and manually drove the x stage out by hand to get to the back of the pedestal. Found encoder cable of x axis motor to have been severed. Ordered new x axis motor. The calbes was routed away from other moving assemblies and secured with cable ties and the x-asix was tested and found to be ok. There was no patient present when this issue occurred.